Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient suffered from symptoms of internal bleeding 2 days after a gastric bypass. The patient went to the emergency room and was found to have a low hemoglobin count. A diagnostic test was performed and there was blood pooling in the left upper quadrant. Blood loss was roughly over 500cc. The patient was admitted and received 4 units of blood and no reoperation was needed. The patient is now fine. The surgeon is unsure of the source of blood. A covidien egia 60 articulating tristaple and non-covidien cautery device were also in use during the gastric bypass. No oozing or concerns were noted during the original procedure. The device is not available for evaluation.